Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information received from the facility, the reported event was resolved by removing the maj-1430 from the unit. Per olympus technical assistance center (tac) personnel, the e315 error will display when both the maj-1430 and a 190 series scope is attached because the cv-190 cannot interpret both inputs at once. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in and spoke with olympus technical assistance center (tac) personnel. Tac spent some time trouble-shooting the event with the customer. This trouble-shooting included the known issue of an error message being present when a maj device is plugged in but the unit is not in use. The customer unplugged the maj device and confirmed that the error message was no longer present. The device is not scheduled for return evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported an e315 error message on their evis exera iii video system center. There was no patient harm or consequence reported as a result of this event.